Event description:
This lead was implanted on (B)(6) 2010 and capped on (B)(6) 2012 due to high thresholds. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)